Manufacturer narrative:
Details of complaint: the it / is manager reported that patient names were dropping from the central nurse's station (cns) after receiving "ao2" messages. When a patient was transferred to a new department, the name and room was removed but the patient number remained. No patient harm was reported. Investigation summary: the cause of the issue was related to the a02 messages in the hl7 interface, which did not have a "from" component configured. The customer worked with their nk hl7 interface contact to add the "from" location into the a02 message. No further issues were reported. The root cause is related to incorrect device configuration. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain information was made, but not provided. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but did not provide the reqested information.

Event description:
The it / is manager reported that patient names were dropping from the central nurse's station (cns) after receiving "ao2" messages. When a patient was transferred to a new department, the name and room was removed but the patient number remained. No patient harm was reported.

Manufacturer narrative:
The it/is manager reported that the patient names were dropping from the central nurse's station (cns) after an ao2 message. When a patient was transferred to a new department, he stated that they needed to transfer from cns 108 to cns 208 at 6:43pm. The name and room was removed but leaves the patient number. Patient number is (B)(6). Last name (B)(6). Then on (B)(6) 2022, they reported that they are seeing this happen on multiple beds and they would like to have someone check their admit discharge transfer messages. Issue with the patient's name coming across after a transfer. They are seeing an ao2 message on the server after the transfer then when they check the patient data the last name is the only data that is crossing over. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but they did not provide patient or device information. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but they did not provide patient or device information.

Event description:
The it/is manager reported that the patient names were dropping from the central nurse's station (cns) after an ao2 message. When a patient was transfered to a new department, he stated that they needed to transfer from cns 108 to cns 208 at 6:43pm. The name and room was removed but leaves the patient number. Patient number is (B)(6). Last name: (B)(6). Then on (B)(6) 2022, they reported that they are seeing this happen on multiple beds and they would like to have someone check their admit discharge transfer messages. Issue with the patient's name coming across after a transfer. They are seeing an ao2 message on the server after the transfer then when they check the patient data the last name is the only data that is crossing over. No patient harm was reported.